Manufacturer narrative:
(B)(6).

Event description:
It was reported that during scheduled device replacement when interrogating the device all brady and tachy therapies were programmed to off. The patient had a good underlying rhythm so there were no consequences for the patient due to this.

Manufacturer narrative:
The device was returned due to programming anomaly. The device was tested on the bench and the device functioned normally. The anomaly observed in the field could not be reproduced, the device is normal.